Event description:
Facility alleges a blood leak occurred during the dialysis treatment. Dialysis was discontinued and blood loss- 300 cc. Blood loss was due to the blood left in dialyzer and blood lines when discarded. No serious injury or medical intervention reported. This event involved one pt.